Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer will continue to use current pump for insulin therapy or will revert to an alternate method if needed.